Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had challenging anatomy due to tortuosity in the right femoral artery and heavy calcification. Pre-dilation was performed with a non-abbott balloon. During the procedure the delivery system was unable to be advanced. Several attempts were made to advance the delivery system after pre-dilations but were unsuccessful. The procedure was aborted. The following day the patient presented with total occlusion of the right femoral artery. The patient was transferred to cardiac surgery to treat the occlusion. The patient status was stable. The user believed the unsuccessful attempts at advancing the delivery system caused the total occlusion of the right femoral artery.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had challenging anatomy due to tortuosity in the right femoral artery and heavy calcification. Pre-dilation was performed with a non-abbott balloon. During the procedure the delivery system was unable to be advanced. Several attempts were made to advance the delivery system after pre-dilations but were unsuccessful. The procedure was aborted. The following day the patient presented with total occlusion of the right femoral artery. The patient was transferred to cardiac surgery to treat the occlusion. The patient status was stable. The user believed the unsuccessful attempts at advancing the delivery system caused the total occlusion of the right femoral artery.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy was reported. Information from the field indicated that the patient had challenging anatomy due to tortuosity in the right femoral artery and heavy calcification, several attempts were made to advance the delivery system after pre-dilations but were unsuccessful. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as occlusion was treated surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.